Event description:
Ambulance personnel were treating an arrest pt who had been down for an unknown amount of time. The pt was in ventricular fibrillation when ambulance personnel arrived. A 200 joule counter shock was applied to the pt. Reportedly, when an attempt was made to deliver a second shock, the device allegedly would not discharge. A third attempt was made with the same results. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the pt's lack of viability.